Event description:
It was reported to olympus, that the 4k autoclavable camera head had a focus issue and blurry screen. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that no image was seen on monitor due to a faulty cable. It was also noted that white balance switch worked intermittently due to a worn out switch board. The device failed leak test due to a pin hole and the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable could not be determined. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. Olympus will continue to monitor field performance for this device.